Manufacturer narrative:
Qn#(B)(4). The customer returned one complete truled handle set, consisting of the handle and the 0055502led and battery pack. A visual exam was performed and it was observed that the threaded base was detached from the battery pack body. Based on the visual exam the reported complaint was confirmed. The root cause is associated with aggressive or unusual handling in the field. There is no evidence to support that after visual inspection the condition could have been brought on by a discrepant manufacturing process or operator error.

Event description:
Customer complaint alleges "the base detached from the battery and now the laryngoscope doesn't produce light." Alleged defect reported as occurred prior to use on patient (pre-testing). It was reported there were no patient injury or complication. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the base detached from the battery and now the laryngoscope doesn't produce light." Alleged defect reported as occurred prior to use on patient (pre-testing). It was reported there were no patient injury or complication. Patient condition reported as "fine".